Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device received with no button response on esc, act, up arrow and down arrow button due to flattened dome switch. Connector was inspected and locked on lcd board noted. Unable to verify motor error due to keypads not responsive. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer also stated that, there were damage under the button and top battery lip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.